Event description:
It was reported a patient's implantable cardioverter defibrillator presented with a diagnostic anomaly. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.